Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the USA during patient treatment. It was reported that the rotaflow displayed the ¿head error¿ and the pump stopped. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the (B)(6) during patient treatment. It was reported that the rotaflow displayed the error message ¿head error¿ and the pump stopped. No harm to any person has been reported. The reported error caused an unintentional pump stop therefore, a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported "head error" could be confirmed. The most probable root cause could be determined by the technician as a detected dirty flow sensor which led to the reported failure. The flow sensor was not cleaned between the uses. The sensor has been cleaned which solved the problem. The device is working as intended and is back in use. Based on the investigation results the reported "head error" could be confirmed. The review of the non-conformities was performed on 2023-12-28 and during the period of (B)(6) 2017 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2017-09-05. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 9.1 cleaning: always clean the device after each use. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending